Manufacturer narrative:
The insulin pump alarmed with a prime alarm during prime rewind test at 4 lbs., due to faulty force sensor resistor. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump and insulin was squirting out while priming. Her blood glucose was 342 mg/dl, which she treated with manual injection. Customer was advised to revert to a back-up plan. Nothing further was reported.